Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that vie the report monitoring transmission noise was noted in the right ventricular (rv) lead and competitor right atrial lead. The patient noted that they were living in a caravan. A request of the root cause of the noise was requested. Boston scientific technical services (ts) discussed a possible follow up as the morphology of the noise could indicate a possible lead issue as the lead has been implanted since 2002. The patient was see at the clinic but noise could not be replicated and all values appeared normal. It was noted that the patients vt zone duration was increased. Ts further discussed that the noise did not appear to be consistent with environmental noise or emi related to poor grounding. Ts noted to continue monitoring the patient. At the most recent follow up it was noted that this patient experienced inappropriate anti tachycardia therapy due to oversensing signals which did not appear cardiac in nature. The physician believed this could have been something electrical in the patients caravan but the representative believed a possible lead fracture could exist on the rv and competitor right atrial lead. A review of the information by ts noted that given the age of the lead, fifteen years, coupled with noise/artifact resulting in unnecessary atp therapy it may be appropriate to consider a lead revision even in the absence of considerable deviation in diagnostics. It was noted that the patient will be seen in a few weeks for a lead extraction procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a procedure took place and this rv lead was surgically abandoned while the device was re implanted with a competitor lead. No additional adverse patient effects were reported.